Event description:
The customer reported that the system started recollecting plasma at the end of a wbc collection. Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: upon follow-up with the customer's biomed, it was determined that the customer collected 200 ml of plasma verses the 100 ml that they had wanted to collect, but she stated that this did not result in a hypovolemia for the patient. The volume collected from the patient was within 15% of the patient's tbv. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the device history record (DHR) was reviewed for this device. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The machine was reported to be checked out by the customer's bio-med. This is a known software issue. The failure mode is that after processing an inlet volume of greater than 16.6 liters, the plasma volume resets to 0, and then collects the target volume of plasma again. The failure mode is possible with customers doing large volume collections and collecting concurrent plasma. If customers are processing 16+ liters of blood, they are collecting at 1 ml/minute, so usually have sufficient volume in the product to not need to collect plasma. Spectra does not manage fluid balance for mononuclear cell procedures so the operator would need to be monitoring this throughout the procedure. If the equipment collects the desired amount of plasma and then re-opens the collect valve and tries to collect the plasma volume again, the operator can stop this action without ending the procedure by adjusting the volume. Root cause: software issue. Corrective action: terumo bct technical support provided the center's biomed with the appropriate part numbers to replace the v7.0 prom set with a v6.1 prom set.

Event description:
The patient's identifier was not available from the customer.

Manufacturer narrative:
Terumo bct internal reference: (B)(4).